Event description:
5max reperfusion catheter was found damaged upon removal from packaging. It was not used in patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter is kinked approximately 34.2 cm from the distal tip. The catheter is also fractured approximately 49.3 cm from the distal tip. The location of the fracture is in the middle of a material and not at a material joint. The break site shows evidence of stretching in the polymer. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the catheter was found damaged upon removal from the packaging. The cause of the damage in this complaint cannot be directly determined based on the limited information in the complaint description. However, all devices are inspected during and after packaging and it is unlikely this damage occurred prior to removal from the packaging. This damage likely occurred due to product mishandling during removal from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.